Manufacturer narrative:
The report of suspected thrombus could not be confirmed. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device-3 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient with a medical history of nonischemic cardiomyopathy and implantable cardioverter defibrillator and lvad implantation in (B)(6) 2017. The patient was discharged on (B)(6) 2017 for a fall that required stenting, and for congestive heart failure with exacerbation which rapidly improved with intravenous lasix. The patient then presented with on (B)(6) 2017 with one day of increasing shortness of breath, fatigue, diaphoresis, and nausea. The patient was hyperkalemic, had elevated lactate levels, and was requiring brief bilateral positive airway pressure. The patient had reportedly taken an additional bumex 0.5 mg and 3 additional potassium tablets for diuriesis. Due to a history of hypokalemia resulting in ¿traumatizing ICD shocks¿, the patient did not want this to happen again. Emergency services (ems) found the patient diaphoretic with rapid breathing which improved with 15 liters of oxygen via a non-rebreather mask. In the emergency department (ed), the patient was found to be afebrile, blood pressure at 108/88 mmhg, heartrate of 81 beats per minute, respiratory rate of 21 breaths per minute, and on oxygen 2 liters per nasal cannula. The patient received 500 milliliters of normal saline two times, 2 grams of calcium gluconate, 10 units of insulin and 50 grams of 10% dextrose , lasix 40 milligrams ivp , zofran and oxycodone. Laboratory tests showed a lactate level of 3.6 mmol/l and potassium level of 5.3 mmol/l. The patient was then transferred to cardiac care unit (ccu) for further evaluation.while in the ccu, the patient presented with lactic acidosis, worsening liver function tests (lfts), increased inr, hyperkalemia and acute kidney injury (aki). And additional 500 cc bolus was administered two times for decreased urine output and low volume after diuresis. The urine output improved, lactate and lfts trended down, and creatinine stabilized. The etiology for the lactic acidosis, continuing sensation of not feeling well with vague abdominal pain and fullness remained unclear to the healthcare providers. There was concern for lvad thrombus or possible transient emboli. An echocardiogram showed mild opening of the aortic valve with every beat, but was inconclusive. The patient¿s ldh was elevated to approximately 900 u/l and remained consistently elevated with no acute change. There were no signs of ischemia on EKG changes. Blood cultures were negative. The pump speed was increased to 9200 rpms. The results of the repeat labs for lfts, amylase, lipase were pending. The plan was to transfer and monitor closely for any signs of lvad dysfunction as well as continuing improvement in the patient¿s renal and liver function. It was reported that the patient¿s ldh approached nearly 2000 u/l and on (B)(6) 2017, a pump exchange to another lvad was performed.